Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The pre-operative test performed revealed the targeting accuracy being as intended. Although a portion of the arm is slightly wobbly, the targeting arm received is fully functional. Discolored surface printing is evidence for multiple sterilization and cleaning cycles during long-term use. It appears that due to certain sterilization cycles the attributes of connection itself and materials of the connection may change resulting in micro movements and therewith loosening of or within the connection by delaminating during long term use. Each instrument will inevitably suffer from long and frequent use. The returned targeting arm tns was in use for approx. 4,5 years before loose parts were reported. Evaluation revealed that in this case the event is linked to normal wear and tear caused, among others, by a high number of sterilization cycles during approx. 4,5 years of use, contributed by the design of the connection (pins + adhesive). The instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) show several examples of damage and recommend removal of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the target device has play.

Event description:
It was reported that the target device has play.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.